Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail broke at the level of the lag screw. I am unaware of any unusual circumstances with this patient. The surgeon removed the short gamma nail and replaced it with a femur spanning affixus nail from depuy.

Event description:
It was reported that the nail broke at the level of the lag screw. I am unaware of any unusual circumstances with this patient. The surgeon removed the short gamma nail and replaced it with a femur spanning affixus nail from depuy.

Manufacturer narrative:
Evaluation summary: as mechanical properties of the material were within specified tolerances we exclude material faults. Dimensional inspection of the returned nail revealed no deviation in undamaged areas. Investigation revealed no non-conformity, therefore no CAPA was initiated. A review of medical records could not be carried out because not provided. The nail broke in a fatigue fracture due to overload. Overload was caused by intra-operative material damage contributed most likely contributed by load application during the period of implantation. Investigation revealed no deficiency of the device.